Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was in the hospital after an aortic valve replacement and the implantable pulse generator (ipg) was unable to be interrogated. Multiple programmers were attempted for interrogation. The device was palpated in chest; magnet attempted multiple times without being able to evoke a magnet response and no pacing was seen on telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.